Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, a change sensor/bad sensor alert, an unexpected re-initialization, product not adhering/sticking, a sensor updating/sg not being available alert, all issues with sensor products, and a loss of communication between the insulin pump and transmitter, as well as transmitter and insulin pump products. The customer reported hemorrhage or bleeding, which did not require treatment. The event involved product(s) mmt-7040a, mmt-1884, and mmt-7841zn. Troubleshooting was performed, and the customer stated that the sensor tape failed to adhere and that there was blood on the site. The customer received a change sensor notice and discussed the various causes. Additionally, the customer could not conduct a transmitter test, which passed and was encouraged to try another sensor. The customer reported a failure of communication between the transmitter and the pump. The confirmed transmitter serial number was entered into the manage devices screen. The insulin pump was attempting to re-establish communication with the transmitter. The customer reports an unexpected re-initialization and a "sensor connected" alert, but no "sensor connector" alert was identified. The customer wished to quit wearing the sensor. The customer requested assistance with an issue that was not addressed in the existing troubleshooting guides. No further complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-7841zn.